Event description:
Further review of the log files indicated that the intentional pump stop was sent from the heartmate touch and was consistent with the user disconnecting a controller from the power module before the pump stop command had completed in a previous use of the heartmate touch. The patient was not symptomatic as a result of the pump stop. Related manufacturer's report reference number for the heartmate touch: (B)(4). Related manufacturer's report reference number for the patient cable: (B)(4). Related manufacturer's report reference number for the pump: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an increase in backup battery usage was confirmed via log file analysis. The heartmate 3 system controller (B)(6) was not returned for analysis; however, two log files were submitted for review. A review of the periodic log files showed overlapping events spanning approximately 257 days (14may2023 - 26jan2023 per timestamp). The usage of the backup battery (bb) increased from 113 to 130 throughout the log file. The periodic log file recorded an event every 24 hours therefore the cause of the usage increase was not captured in the file; however, the bb use count increase indicates that external power may have been lost from the system controller in between these timeframes. There were no other notable alarms active in the log file. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (B)(6) was manufactured in accordance with manufacturing and auality assurance specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and no external power alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that log files were submitted for evaluation concerning pump stop events while connected to the power module and patient cable. The left ventricular assist device (lvad) console was found with a do not use tag. Upon connection to the patient, power was momentarily lost and the lvad went to 0 rpms. The patient was connected back to batteries with successful power and flow restoration. A different console was connected with no issues. Log file review recorded two pump stop events on (B)(6) 2023 while connected to the power module and patient cable. Pump speed resumed shortly after the system controller was switched to battery power. There were some unusual relative state of charge (rsoc) values recorded while connected to the patient cable. During the pump stop events, the log file recorded intentional pump stop flags indicating a pump stop command was received by the system monitor. After switching to a different console, the log file indicated that on (B)(6) 2023 at 18:41:20 the system controller connected to the power module / patient cable without any issues. Follow up information indicated that alarms occurred when the same power module / patient cable was used on a mock loop. Additionally, it was noted that the emergency backup battery was used several times during the history - indicating that there were no external power events associated with these. Updated log file analysis after setting the intervals to 1 hour did not record any further alarms or unusual rsoc values. Pump related MFR #: 2916596-2023-00833. Power module patient cable related MFR #: 2916596-2023-00835. Power module related MFR #: 2916596-2023-00837.